Event description:
It was reported that the pump exhibited error code. No patient injury reported.

Manufacturer narrative:
No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Latch/lock optic flex sensor were replaced as a preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Additional information received on 11july2022 via email and attached to complaint object: no patient incident ? Found during testing.